Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8149866. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-05-29. Medical device lot #: 9022899. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-01-22. Medical device lot #: 9046867. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-15. Medical device lot #: 9204830. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-07-23. Medical device lot #: 9044761. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-13. Medical device lot #: 8107719. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-04-17. Medical device lot #: 9204831. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-07-23. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 32 bd ultra-fine¿ pen needles mini were unable or difficult to prime. The following information was provided by the initial reporter: patient informs that uses the bd ultra-fine 5mm needles to apply insulin, and reported that this was the third time she complaints regarding the same issue. Informed 5 different batches from same needle length. Reporting that in all batches at least more than one needle have come clogged. In total, more than 30 needles from different batches. The patient performs the flow test and does not reuse the needles, she performs all the prepare and application procedures properly. Informed that the needles seem normal, but when testing the liquid does not go through them. In other words, they are completely clogged.

Manufacturer narrative:
Investigation summary : no samples were returned therefore the investigation was performed based on the photos provided. One photo of bd shelf cartons and 31gx5mm bd pen needles was provided. The customer reported that for 5 different batches at least one needle was clogged. The photo was examined, and it was observed that opened bd shelf cartons displaying lot information was shown alongside 31gx5mm bd pen needles. From the photo alone it could not be determined if the pen needles were clogged. No defects were observed, therefore the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 32 bd ultra-fine¿ pen needles mini were unable or difficult to prime. The following information was provided by the initial reporter: patient informs that uses the bd ultra-fine 5mm needles to apply insulin, and reported that this was the third time she complaints regarding the same issue. Informed 5 different batches from same needle length. Reporting that in all batches at least more than one needle have come clogged. In total, more than 30 needles from different batches. The patient performs the flow test and does not reuse the needles, she performs all the prepare and application procedures properly. Informed that the needles seem normal, but when testing the liquid does not go through them. In other words, they are completely clogged.